Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
An endoscope support specialist (ess) was dispatched to the user facility for a separate issue. During the inspection of the colonovideoscope, there was no image on the monitor when connected. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated fields- d8, h2, h3, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection. An olympus endoscopy support specialist (ess) has been dispatched to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training and the ess found no image issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the no image issue occurred due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.